Manufacturer narrative:
Evaluation summary: repeated use causes the cable to break off. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states stating "no video image" involving pentax medical video colonoscope, model ec-3890li, serial number (B)(4). The event was reported to occur in the operating room, during use. There was no report of death, serious injury or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 03-aug-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and endoscope passed all testing: unit tested all function pass, passed wet leak test, passed dry leak test. The endoscope was approved by final qc and returned to the customer on 25-aug-2021 under delivery order (B)(4). Model ec-3890li and serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service. On 26-aug-2021, a device history record(DHR) review for model ec-3890li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 10-mar-2014 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2014.